Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient underwent a revision to address pain, metallosis, osteolysis and cup loosening.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA: 001226. Ongoing post market surveillance is conducted per our procedures for this product.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. UDI (B)(4). H6 patient code: no code available (3191) was used to capture device revision or replacement. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Asr revision due to take place on (B)(6) 2015 left xl reason(s) for revision: pain, loosening of the cup, metallosis & lytic lesions of bone update - attached scf and added additional hospital. Taken from scf dated (B)(6) 2015 update - received confirmation that revision has been postponed. See email dated (B)(6) 2016 update: see (B)(6) emails dated (B)(6) 2016. Updated revision date: asr revision to take place on (B)(6) 2016 added scf. (Lf (B)(6) 2016). Update alert date (B)(6) 2016 amended revision date. Taken from claimsuite dated (B)(6) 2016 update (B)(6) 2017: email notification from (B)(6) received. There is no new information. This complaint was updated on: (B)(6) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.